Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the low battery voltage was detected in the refrigerator. A field service engineer replaced the battery and rebooted both the pyxis system and the refrigerator, then allowed the customer to access the device without any issues, tested the functionality, and the device operated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator low battery voltage was detected. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.